Manufacturer narrative:
Updated information: h6 med dev prob code added a140508.

Event description:
The complainant reported the following additional information: ·(B)(6) 2026: the impella was positioned too deep, so the patient was moved to the catheterization room for adjustment. During this adjustment, the minimum impella flow rate dropped to 0. Cpa subsequently occurred, and chest compressions were initiated. ·ECMO was established, but the patient's pupils were dilated and unreflexed to light. Pericardiocentesis was attempted but failed, and ECMO flow could no longer be obtained. The patient died. ·dr's comments: adjusting the impella's position may have caused left ventricular perforation.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinica/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient was being managed by a cardiologist with impella 5.5 when the impella was advanced and its positioning was adjusted under fluoroscopy, the left ventricle was damaged, causing a left ventricular rupture. As a result, the patient died of left ventricular rupture. When the position was confirmed with fluoroscopy at the end of december, images showed that the tip of the impella was suspected to have embedded in the posterior wall of the left ventricle. The above information was provided by a cardiovascular surgeon.

Manufacturer narrative:
H6 medical device problem code a01 has been added as it was inadvertently omitted on the initial manufacturer device report number.